Manufacturer narrative:
The reported complaint was confirmed via information received in the data logs. Multiple diligence attempts for additional information and part return were unsuccessful so an evaluation and further investigation was not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
Per data log analysis, on (B)(6) 2021 at 06:46:41 am, calibration was successfully performed. Flow was set to 1.75 liters per minute (l/min) and fio2 was set to 0.79 (79.6%). About 10 minutes later the gas system reported 'oxygen (o2) sensor and blender disagree' (blender = 79.6%, sensor = 58.5%). This will cause the blender to indicate calibration is needed. Calibration was successfully performed again and fio2 was set to 100%. The gas system repeatedly reported 'o2 sensor and blender disagree' with the blender set to 100% and the sensor reading anywhere from 68.6% to 78.8%. The log confirmed the complaint.

Event description:
It was reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was reading 70% when it was set at 100%. No other details regarding the nature of this event were provided.